Event description:
A nurse reported that during a cataract extraction procedure, a system message displayed. The surgeon had already made the incision when the incident occurred. The cassette was exchanged and the system was rebooted, but the message could not be cleared. The incision was closed with sutures and the case was aborted. There was no harm to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).